Manufacturer narrative:
Additional medical device type: fpa. Additional common device name: intravascular administration set. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set needle remained in the tube when the sampling tube was removed. This was discovered during use. The following information was provided by the initial reporter: the epicranial sampling needle remained in the tube filled with blood when the sampling tube was removed. Risk of exposure to blood. Need to make a new sample. The device affected has not been kept, and cannot be returned to you for analysis.